Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced left leg numbness and weakness after one of the instruments advanced into the spinal canal and had contact with the spinal cord during an implant procedure. Surgical intervention may occur later to address the issue.